Manufacturer narrative:
Additional information was added: two (2) devices were received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle embedded in the material of the tubing line. The particles were not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that two (2) small volume intermates had red particles. One device had the particle protruding out of the tubing surface and the other device had the particle slightly protruding out of the tubing surface. This issue was identified during the pre-use verification step. There was no patient involvement. No additional information is available.